Manufacturer narrative:
One device was returned for repair. No evidence to review in event history. This device has not been in for service in the review period. The reported problem, fails accuracy test (B)(4), was confirmed by functional test. The cause is the expulsor. Replaced the expulsor to correct the problem. The device passed all functional tests after repair.

Event description:
It was reported that the device fails accuracy test 8.95%. There was no patient involvement.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.